Manufacturer narrative:
Product event summary: the data files for the date of the reported event were returned and analyzed. The data files did not show any system notices on the reported date of the event. There was no product returned for investigation, and no product malfunction reported. A clinical issue was encountered during the procedure. In conclusion, there was no indication of a product malfunction and no product returned for investigation; a clinical issue was encountered during the procedure.

Manufacturer narrative:
Correction.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during a cryoablation procedure, the patient experienced pericardial tamponade. It was noted that the cause of the tamponade was unknown and the patient continued to be monitored. The case was aborted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.